Event description:
According to the reporter, during preparations for hemodialysis (hd) treatment, the catheter had premature degradation or product failure. There was a leak on the clear part/line of the tubing (not on the luers), arterial port, where the clamps were located. There was a pinhole on the product where the leak was observed. Flushing was done but was unsuccessful. Per the protocol, an attempt to retrieve locking agents must be successful first before a flush could happen. In this scenario, the nurse attempted to aspirate (an attempt to pull blood from the line was made) and was unable to retrieve and consequently heard a hissing sound (sucking air sound) that came from the line in question and were unable to pull blood successfully. Blood was noticed on the linen from underneath and there was a minute amount of blood loss (less than 5ml) noted. Blood transfusion was not required. The clear tube/line did not collapse and the clamps were moved to a new location after each treatment. The catheter was not repaired and chlorhexidine swabs and normal saline solutions were used as cleaning agents only on the tegos and on the chest entry sites (not necessarily on the middle parts of the tube). Tego was utilized and there was no luer adapter issue. Statlock was applied and was being utilized with the device. Cleaning agents were allowed to dry thoroughly prior to applying ointment(s) to the area. The hemodialysis treatment was not done that day. The catheter was removed and replaced in interventional radiology (ir). The patient was sent home on the day of the event and the hemodialysis treatment was not started. A line re-wire was done on the next day and the new catheter was used successfully. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparations for hemodialysis (hd) treatment, the catheter had premature degradation or product failure. It was mentioned that there was a leak on the clear part/line of the tubing (not on the luers), arterial port, where the clamps were located. There was a pinhole on the product where the leak was observed. Flushing was done but was unsuccessful. Per the protocol, an attempt to retrieve locking agents must be successful first before a flush could happen. In this scenario, the nurse attempted to aspirate (an attempt to pull blood from the line was made) and was unable to retrieve and consequently heard a hissing sound (sucking air sound) that came from the line in question and were unable to pull blood successfully. Blood was noticed on the linen from underneath and there was a minute amount of blood loss (less than 5ml) noted. Blood transfusion was not required. The clear tu be/line did not collapse and the clamps were moved to a new location after each treatment. The catheter was not repaired and chlorhexidine swabs and normal saline solutions were used as cleaning agents only on the tegos and on the chest entry sites (not necessarily on the middle parts of the tube). Tego was utilized and there was no luer adapter issue. Statlock was applied and was being utilized with the device. Cleaning agents were allowed to dry thoroughly prior to applying ointment(s) to the area. The hemodialysis treatment was not done that day. The catheter was removed and replaced in interventional radiology (ir). The patient was sent home on the day of the event and the hemodialysis treatment was not started. A line re-wire was done on the next day and the new catheter was used successfully.